Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a potential medication leak, with apparent loss of the cassette. After a visual inspection, the only issue detected was the moisture, with no identifiable location for the leak. At first glance, no other defects were observed. It was also reported that healthcare professionals had been exposed to the chemotherapy drug; however, no harm was reported. There was no patient involvement or patient harm.

Manufacturer narrative:
One sample was received for evaluation. Visual and functional testing revealed a leak was found within the cassette bag on corner 2. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.